Event description:
The customer returned the device stating, ¿during testing pump had an error 41781¿; during device evaluation the downstream occlusion sensor was unresponsive. There was no patient involvement and no harm.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿during testing pump had an error 41781¿ was confirmed with functional testing. The probable cause was fluid ingress. Further evaluation found the downstream occlusion sensor was unresponsive. The device was deemed beyond economical repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.